Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-10046. It was reported the patient's lead reflected high impedance values on multiple lead contacts. It was reported the patient still had therapy, but not optimal. Additional information revealed the patient's lead was twisted from the ipg site up to where the lead was implanted. As such, the patient underwent surgical intervention wherein the ipg was removed and the leads were tested and the high impedances remained. The physician then removed and replaced the lead. The ipg was also replaced at that time. Reportedly, effective therapy was restored post-operative.